Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire, approximately 0.8cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is not consistent with the return. The information provided by the customer stated the tip was peeled however the return found that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage.¿ there is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a common bile duct stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the guidewire reached the duodenal papilla the physician noticed that the hydrophilic coating peeled. No part of the guidewire detach inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6) 2015 that the distal tip was detached exposing the tip of the metal corewire.